Manufacturer narrative:
A siemens global product support (gps) specialist contacted the customer. The customer indicated that the falsely low igm_2 result has only been observed on this one patient sample and no other samples. The customer also specified that the igm_2 assay and the advia 1800 instrument were running effectively. The customer believes that this is an isolated sample specific issue, and no further assistance was necessary. The cause of the discordant low igm_2 results on the one patient sample on an advia 1800 chemistry instrument is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer has obtained low discordant igm results on one patient sample tested 3 times between 2011 and 2012. The customer also tested the patient sample using serum protein electrophoresis and immunofixation electrophoresis (ife) between 2011 and 2012. The serum protein electrophoresis detected the presence of a monoclonal immunoglobulin protein and the immunofixation electrophoresis showed that the monoclonal immunoglobulin was igm, indicating that the sample was positive for igm_2. Patient results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the low discordant igm_2 results on the one patient sample on an advia 1800 instrument.